Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: display label is peeled, no return tube, black material around the top socket, crack on the float switch, and fluid ingression on the printed circuit board (pcb). Functional testing confirmed the complaint when the water tank leaked on the back of the right side seam. Root cause was attributed to normal wear and tear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the enclosure-h-1200, new label set, return tube, float switch, pcb, o-ring and fan guard. Cleaned the top socket. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir seam was leaking on the side. Patient involvement is unknown.